Event description:
A report was received that during a temporary trial procedure, the study patient began experiencing radiculitis. Medication was administered and the event is resolving. The trial device was explanted as scheduled. The event was assessed as procedure related and not related to the study device system.